Event description:
It was reported that the patient went to the clinic because of a right ventricular (rv) lead alert. It was found that the impedance had spiked to 1007 ohms. It was also noted that the r-wave sensing had decreased some. Follow-up was conducted and from the information obtained it was reported that there was no reprogramming noted at that visit and another interrogation was done eleven days later on (B)(6) 2013. That interrogation showed no new episodes, the lead was stable, and there were no programming changes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419488 implantable pacing lead, implanted: (B)(6) 2008; 2076-52 implantable pacing lead, implanted: (B)(6) 2005.